Event description:
It was reported that the user believed lunch meal announcements were delivering too much insulin and that a hypoglycemic event occurred the prior day, with the user treating lows using oral glucose and reporting that they had been announcing each course when eating multi-course meals; the pump was discussed as potentially maladapting and a factory reset was considered, and the user was assigned for additional training. Symptoms included hypoglycemia with a nadir of 39 m/dl accompanied by lethargy and shaking/ tremors. Outcomes included self-treatment with oral glucose and no alarms or alerts, with blood glucose unaffected at the time of the call and no hospitalization. Investigation included troubleshooting and education, verification of user-reported behaviors, and assignment for further training. Investigation of this case revealed that frequent meal announcements used as corrective dosing could cause excessive insulin delivery and adaptive control maladaptation, with no device alarms and no immediate device malfunction identified. It was concluded, based on previously established findings for similar reports, that user dosing behavior and pump adaptation were the most probable contributors, and that education and potential device reset should address the issue.